Event description:
It was reported that revision surgery was performed due to infection. Stem, femoral head, liner and cup were removed.

Manufacturer narrative:
The devices, used in treatment, was not returned for evaluation and the reported event could not be confirmed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Our clinical/medical team noted: this complaint from the united states reports a revision of a hip secondary to an infection. No clinical/medical documentation was submitted for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A root cause could not be determined without the product and no product information. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.